Event description:
It was reported that the monitors on the 9800 system went dark during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The si pcb board, cpu and left monitor were replaced during the service call. The system was tested and found to be working as intended and put back into service.